Event description:
It was reported to philips that the system was unable to boot, stalling at the boot countdown timer. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, it is found that the flex vision pc malfunctioned, preventing the host-pc from connecting. Upon troubleshooting, fse found the fluoroscopy green button blinked continuously without displaying an image. The two video units also stopped functioning after the ups incident. To resolve the issue fse replaced two video boxes (wcb) and return the part for further investigation and the component failed to activate on power. After replacing the two video boxes (wcb), the system was returned to use in good working order. The codes were updated based on the investigation outcome.